Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field field h6: patient codes and impact codes, section h.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple post-implant complications. According to the patient, the device had a loss of function shortly after implant, and the atrial and/or ventricular leads were reported to have dislodged, requiring two separate revision procedures. The patient stated that the second lead dislodgement resulted in two shocks, followed by a supraventricular arrhythmia. A second revision was performed, after which the patient experienced a hematoma at the implant site requiring drainage and leading to prolonged pain and hospitalization. The patient also reported that the heart rate exceeded 120 beats per minute (bpm) and the device allegedly did not pace during this time. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple post-implant complications. According to the patient, the device had a loss of function shortly after implant, and the atrial and/or ventricular leads were reported to have dislodged, requiring two separate revision procedures. The patient stated that the second lead dislodgement resulted in two shocks, followed by a supraventricular arrhythmia. A second revision was performed, after which the patient experienced a hematoma at the implant site requiring drainage and leading to prolonged pain and hospitalization. The patient also reported that the heart rate exceeded 120 beats per minute (bpm) and the device allegedly did not pace during this time. No additional adverse patient effects were reported. This ICD remains in service.